Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) oversensed cautery during a non-device related procedure. Pauses in pacing were observed. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.